Event description:
During the patients replacement surgery, diagnostics were performed on the patients newly implanted generator and indicated low output current and ok lead impedance. The patients lead pin was removed and re-inserted and the issue resolved on a third diagnostic test. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.